Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a delay in atrial tachy response (atr) mode switch due to pacing parameters. Technical services (ts) was consulted and noted some undersensed right atrial (ra) signals. This ICD remains in service. No adverse patient effects were reported.